Event description:
The clinician reports the implant was inserted (B)(6) 2007 in ada 2. On (B)(6) 2024, loss of osseointegration was verified. No product was returned to the manufacturer. There were no patient operative or post-operative complications reported.